Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer that the adc freestyle libre sensor "60 minutes" activation message continuously displayed for 3 days, and the customer was unable to obtain readings. The customer experienced an unspecified adverse event, and was reportedly unable to self-treat. The customer had contact with a healthcare professional, who treated the customer with unspecified "pills". No further details were obtained as caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.